Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device is not good and image flickers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope produced an image with stripes. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Section e1 shortened from: (B)(6), due to character restrictions. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.